Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that a different type of needle seemed to be attached. This product was supposed to be attached a round needle; however, it was attached a blunt needle. No patient involvement.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open samples. The two returned samples, one has a correct tip and the other shows an unfinished tip. This defect suggests a production issue, specifically momentaneous failure from grinding step during manufacturing. Needle manufacturer cannot estimate the quantity affected but the occurrence of the defect is very unlikely and concerns only a few units of needles. We have not received any complaints for any of the other two products manufactured with the same needle raw material batches as the involved in this case. Batch manufacturing record: reviewed the batch manufacturing records, this product had an incidence not related to this issue and the products were released fulfilling b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is a momentaneous failure from grinding step in the needle manufacture that was not detected during production. Final conclusion: considering that the picture received shows a product that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: needle manufacturer has opened a CAPA.